Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: nexgen lcck femoral component cat: 00599401591 lot: 62255033, nexgen complete knee stem extension cat: 00598801012 lot: 62196029, nexgen complete knee posterior femoral augment block cat: 00599003501 lot: 62393105, nexgen complete knee solution distal femoral augment block cat: 00599003510 lot: 62545098, nexgen complete knee posterior femoral augment block cat: 00599003501 lot: 62353512, nexgen complete knee solution distal femoral augment block cat: 00599003510 lot: 62123930. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to instability. Patient reports instability at all times through left knee, upon exposure numerous defects in the patella tendon could be seen including gross failure. Poly explanted and surrounding structures debrided. The knee was then balanced. Reconstruction of the patella tendon and extensor mechanism was then undertaken with a mesh construct that was cemented distally, then woven through the patella tendon and affixed superior to the quadriceps tendon. The patella was excised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the x-ray evaluation report. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.